Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial # unknown, product type: programmer physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500.0 mcg/ml at 1459.82 mcg/day via intrathecal drug delivery pump for an unknown indication of use. It was reported that the rep was called to the hospital to read intrathecal baclofen (itb) pump post magnetic resonance imaging (MRI). The intensive care unit (ICU) hcp reported that the patient pump reading showed last update to the pump was (B)(6) 2019. The pump reservoir was showing zero volume. It appeared that the low reservoir volume had not been entered. Device alerts showed warning service code 98 (empty reservoir) and caution service code 97 (low reservoir). The patient had been twitchy and febrile. Per the wife¿s report, the patient was refilled (B)(6) 2017 and usually exhibited altered mental status for 1-2 days post refill. The patient started showing altered mental status changes on monday (B)(6) 2019 and was admitted to the hospital. The patient seized on (B)(6) 2019 was intubated and transferred to the ICU. The hcp obtained the last office visit note from the doctor's office describing the refill on (B)(6) 2019. They were unable to obtain a copy. The rep did read the report and 9 cc was aspirated and discarded. It was noted 20 cc¿s was put into the pump. The pump was interrogated and the long session report was printed and given to the hcp explaining that data suggested that either the pump was refilled and the pump was not updated, or, the pump was now empty. They discussed urgency of treating baclofen withdrawal, including symptoms of patient twitching, itching, ams and seizure. The rn was to notify the attending neurologist. The rep called the unit back this evening to follow-up and per the rn, the neurologist had not rounded and had not been made aware. The rn did notify the attending intensivist who had no further orders and the rn was strongly encouraged to notify the attending neurologist. At the time of this report, it was unknown if the issue had resolved and patient status was alive- no injury. Additional information was received from the hcp via the rep on 2019-aug-07 indicated the rep spoke to the registered nurse on 2019-aug-02. As of that time, the patient was still in the intensive care unit (ICU). The patient was receiving oral baclofen and per the rn¿s report, no attempts had been made to assess the pump any further. The pump remained implanted. The patient was being managed by the hospital. No further complications were reported.